Manufacturer narrative:
The specimen was collected in a 5ml lithium heparin plasma tube and was centrifuged at 6,000 rpm for 3 minutes. The sample was stored at room temperature prior to rerun. Qc was within specifications prior to the event. Qc, calibration, and system check failed after the event, and customer technical service (cts) recommended that customer discontinue using the analyzer until service arrived. A field service engineer (fse) was dispatched: the fse found a pinhole in one of the peristaltic tubings and installed new peri-pump. The fse verified pump aspiration. Qc and diagnostic testing passed. Hardware is the root cause for this event. MDR reports for other 4 patients are: 2122870-2009-00209 (original and follow-up #01), 2122870-2011-00780, 2122870-2011-00782, 2122870-2011-00783.

Event description:
A customer reported an erroneous troponin (accutni) result generated by the unicel dxi 800 access immunoassay system for one patient. The sample was re-tested on a different instrument in the customer's lab and the repeated result was in the normal range. A corrected report was sent. Actual results were not supplied. Per customer, the patient was admitted to the hospital.